Event description:
The mercedes cannula folded at the holes.

Manufacturer narrative:
The cannulas have no linearity or corrosion defects. They were used only once in a demonstration. The batch of tubing used to make the cannula is compliant. A fold of this type at the cannula occurs: after an excessive load on the cannula (stress amplitude), or if the cannula tube is too thin, or if the tensile strength rm is too low (< 460 mpa), or if the design of the cannula is not suitable: the surface of the holes is too large, thus creating a fragility of the cannula. The ogive (tip) is crushed at the holes, as well as the tube. Design review to reinforce the mechanical resistance of the tube (decrease in width and height). A batch recall is not necessary because although the tube folds at the holes when inserted into the patient's body, the cannula does not break. In addition, the cannula is checked before each procedure (cf. Instructions). The mercedes model has been available since euromi obtained the ce marking for liposuction cannulas (2009). Claims and cases of vigilance are limited when considering the period 2011 - 2018 (pms data available). The delay in MDR submission is due to employee turnover in the quality department. Initially, report was sent in via the esg portal in september 2022 - due to the wrong format being used, it is resent.